Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted to the hospital due to respiratory distress. While in the hospital, it was noted that the pt had pulsatile flow and wide pulse pressure. An echocardiogram (echo) was performed which showed that the left ventricle (lv)/ right ventricle (rv) were dilated and the aortic valve appeared to be opening with every beat with minimal change on the lv despite increasing the pump speed. The hospital made a decision to exchange the lvad with another lvad.

Manufacturer narrative:
The lvad was successfully exchanged and the pt remains on lvad support with no further issue reported. The manufacturer is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.